Event description:
During an in-clinic follow-up, episodes of far-field p-wave oversensing which resulted in inappropriate automatic mode switch (ams) were detected on the device. Technical support was contacted and recommended reprogramming to resolved the event, however no known intervention was performed. The patient was stable and will continue to be monitored.